Event description:
It was reported to MFR that the vns pt was seen for a f/u visit, as the pt felt like the device was not working. Upon interrogation of the device, it was observed that the output current was set to 0ma, which was not the intended setting. The pt's device was reprogrammed at the office. Attempts to obtain the programming history and add'l info from the site have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.